Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with low blood glucose at 54 mg/dl. Customer ate and blood glucose went up to 306 mg/dl. Customer's blood glucose varied. Customer mentioned she removed the reservoir and there was insulin in it. Customer was advised that she had pulled the plunger rod out the back. Customer will not be returning the device for analysis,